Event description:
Prior to the start of a scheduled procedure, the rf machine would not turn on. The machine was rebooted and plugged into a different outlet, but still failed to tun on. The machine had been turned on and tested earlier and worked correctly. Manufacturer response for pain management generator, pmg-advanced (per site reporter), returning device with onsite rep.